Event description:
It was reported that the lead exhibited increased capture threshold and increased high voltage lead impedance. The lead was found to be dislodged as seen on x-ray. Perforation was suspected but no pericardial effusion was observed via echo. During the revision procedure, a small insulation abrasion was seen under the suture sleeve due to the suture sleeve being fixed too tight. The physician elected to replace the lead. The lead was explanted and discarded in the field. The patients condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.